Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs # 1225714-2014-00947 and 1225714-2014-00948.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are 1225714-2015-00947 and 1225714-2014-00948.

Event description:
Additional information received noted that the patient's experience was sudden in nature. Two days later, the patient experienced another sudden cardiac event and expired on the same day, which is alleged to have been caused by the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.